Event description:
It was reported that there was a loss of stimulation on the left side. It was noted that the lead showed high impedance in contact number 8. There were no patient damages reported. Action required as a result of the event was a lead replacement. There was no patient harm, injury or death.

Manufacturer narrative:
Analysis of the lead (lead 3998 specify surgical,8 electrode, lot #v766316) found its proximal end conductor broken from over stress/damage. Two proximal segments and one distal were returned. The proximal ends of the lead were observed still inserted into the distal ends of the extension. Proximal end was severely stretched. Connector sleeve/pin(s) #4 were pulled out/off. Conductors were also cut and stretched. Conductor circuit #4 was broken at the connector weld site. One conductor wire was broken in the molded rubber paddle area of the lead (overstress/damage). Body insulation was cut through, the lead was segmented. Lead functional test revealed open circuits.

Manufacturer narrative:
Product ID: 3998, lot# v766316, implanted: (B)(6) 2012, product type: lead. (B)(4).